Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind process due to corroded motor home switch. The device was unable to perform the displacement test due to motor error alarm. The insulin pump had cracked display window corner, scratches on the lcd window and cracked reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's wife reported via phone call high blood glucose and motor error alarm on the insulin pump. Customer's blood glucose reading was 424 mg/dl. Customer treated their high blood glucose with manual injection. Troubleshooting for the motor error on the insulin pump was performed. Customer was unable to check their alarm history as they were stuck in a rewind loop. Customer received motor error more than once in a 30 day period. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.